Event description:
Per the clinic, the patient reported headaches and little benefit when using the device. The device was explanted on (B)(6), 2011. There are no plans to reimplant the patient with another device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is not available for analysis. This report is filed (B)(4), 2011. Device not available for analysis.